Event description:
It was reported by a healthcare corporation on a product quality report that the (1) 355ld was used during an unknown procedure. It was reported that the trocar would not stay locked and the surgeon was unable to insert it into the pt. The case was completed with another device. There was no pt consequence.